Event description:
It was reported that during the implant attempt, the physician repositioned the lead three times. Each time the helix would extend, but did not appear to fully extend. Capture and current of injury were poor. The lead eventually dislodged after being placed. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. Visual analysis noted damage at implant.